Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no report of patient use for the reported event.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no report of patient use for the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed that cable w09 from the power module to the therapy pcb assembly had become unseated. Physio reseated the cable, which resolved the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.